Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the sensor wire was observed to be missing from the sensor pod. The customer complaint of missing sensor wire was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon removal of sensor pod, patient was unable to locate sensor wire. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.